Event description:
The customer reported that the rubber bung had come off the injection y site during an infusion. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
No product was returned by the customer. The customer provided a photograph which shows that the rubber injection port separated from the y-site component. However the exact nature of the reported defect or the origin of the separation could not be confirmed from inspection of the photograph. The root cause of the customer¿s experience was not identified.

Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.